Manufacturer narrative:
The event occurred in (B)(4).

Event description:
Reporter stated the blood glucose monitor did not provide correct bolus advice, and the patient experienced hyperglycemia as a result. The patient's mother stated there are often communication problems between the infusion device and monitor. His blood glucose was 15.0 mmol/l (270 mg/dl) on (B)(6) 2014 at 7:50 a.m., and a 3.4 unit bolus was delivered as treatment and for food. His blood glucose was 11.9 mmol/l (214.2 mg/dl) at 9:52 a.m., 16.6 mmol/l (298.8 mg/dl) at 11:49 a.m., and 17.1 mmol/l (307.8 mg/dl) at 11:52 a.m. And the meter did not offer a correction. At 12:25 p.m., 74 grams of carbohydrates was entered into the bolus calculator and no insulin was recommended. His blood glucose was "hi" at 2:30 p.m., and his mother boluses 3.3 units of insulin using the monitor. The blood glucose monitor was requested for evaluation.

Manufacturer narrative:
The blood glucose meter was returned for evaluation. Review of the data records in the customer's meter determined the meter did provide a bolus recommendation for the alleged values. The recommendation was accepted by the customer but the customer selected the manual delivery method via the pump. After this, the customer did not deliver the bolus using the pump menu and control buttons. Any undelivered bolus results in the recommended value being set to unconfirmed and displayed as 0.0 in the meters memory. This situation occurred with the alleged value of 17.1 and the five different programmed carb values of 74 g. There was no malfunction of the bolus calculator which prevented display or delivery of a recommended bolus amount. The customer's hyperglycemia occurred because the customer did not follow through to deliver any of the boluses manually using the pump control buttons after they had selected the pump's manual option on the menu. This case is set to not verified use/user error based on the iu's investigation of the customers allegation.